Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when loading a new cartridge onto the pump, a minimum fill message occurred. Reportedly, the cartridge was filled with 180 units of insulin. The customer reported blood glucose level was 400 mg/dl, and was addressed with a correction bolus. Prior to calling tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery. At the time of the call, the customer reported blood glucose level had recovered to 80 mg/dl.